Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage, which was discovered during an elective generator replacement procedure. The rv lead was repaired using a lead repair kit and the rv lead remains in use. No patient complications have been reported as a result of this event.